Event description:
It was initially reported that the site had requested a new handheld computer because it would freeze during use. Good faith attempts to obtain device back for analysis have been unsuccessful to date.